Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the event was confirmed. Our investigations have shown that one prong of the complained pliers is indeed broken off. The broken surface is homogenous which indicates material conformity. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No apparent fault of material or manufacturing was detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. No indication of material or manufacturing defect could be found. It is noted that the item was sold in 2008. Therefore, we do suppose that the breakage resulted due to normal wear and tear over the years. We are not able to determine the exact cause which led to this damage.

Event description:
It was reported that the tip of the universal bending pliers broke during the bending of a plate. No further information was provided. This is report 1 of 1 for complaint (B)(4).